Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278290, expiration date 06/30/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer received a result of 304 mg/dl on mobile system 1 and a result of 92 mg/dl on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.